Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that no buttons were pressed for longer than 3 minutes. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump.